Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the rv exposed coil appeared damaged/ stretched. Stretching coil causing the backfill to come out and coil was not tightly fixed in place. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure upon crossing the svc (superior vena cava) they physician noticed on the fluoroscopy screen that the rv (right ventricular) coil appeared separated from the lead body. The lead was immediately removed and a new lead was implanted instead. It was noted that the physician thought the coil may have gotten caught on the sheath. No patient complications have been reported as a result of this event.